Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deployed even after several attempts. Reportedly, the scope was pulled off from the patient; however, the device was difficult to be removed which caused the physician to cut the trip wire. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay